Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a follow up check, the atrial lead was found to have had an increase in threshold and was high and had high impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.